Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the inner shaft identified damage 50mm proximal from the distal tip. This wolverine pcb device is recommended for use with a 0.014" (0.36mm) guidewire as per wolverine IFU. The investigator was unable to insert the guidewire through the device due to the damaged inner shaft. A visual examination of the balloon found no issues. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material.

Event description:
It was reported that the balloon was stuck on wire. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, when delivering the device, it got stuck in the monorail lumen of a non-boston scientific wire even after priming. The device was removed using normal method without any problem. The procedure was completed with a different device. No patient complications were reported.